Event description:
It was reported via repair work order that the fowler was stuck in an elevated position and would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was stuck in an elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the fowler was stuck in an elevated position. This will result in caregiver annoyance; however, it is not likely to harm the patient as the fowler was able to lowered to the lowest position using the CPR release handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.